Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown results: bdj observed returned sample and found small hole near the top of the rubber sleeve. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: the root cause for this type of defect is that a small piece or rubber was "punched out" of the sleeve allowing blood to leak into the holder. This could be because the tip of the np needle was not beveled correctly.

Event description:
It was reported that bd vacutainer® multi sample blood collection needle had blood leak during collection from the top of the rubber sleeve. No injury or medical intervention reported.